Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There have been no other complaints reported in the lot number. The manufacturer internal reference number is: (B)(4).

Event description:
A non-health care professional reported following the intraocular lens implantation the patient had experienced endophthalmitis and strong inflammation. Additional information has been requested and received that an anterior chamber wash was performed. Hypopyon also occurred, so the patient was sent to (B)(6) for intraocular lens removal. Patient's condition is unknown as of today. Both ultrasound and irrigation and aspiration are reused after soak in isodine solution and wiping without changing tips and sleeves. Even the doctor does not change gloves and gowns, only alcohol disinfection with welpas, and microscope handles are also only disinfected with welpas. Only cannulas are changed for ovds. Knives and hydro syringes were disposable. Additional information has been received stating the removal of the iol was performed and in addition to that staphylococci were detected.

Manufacturer narrative:
All iols are terminally sterilized with 100% ethylene oxide sterilization. Used overkill sterilization approach, which greatly exceeds the minimum requirements for sterility. Critical parameters for sterilization cycles are recorded and retained for every sterilization load to demonstrate that the acceptance criteria for the sterilization process are met. The manufacturer internal reference number is: (B)(4).